Manufacturer narrative:
Based on the evaluation performed on the customer-returned sol-m 0.3 ml insulin syringe with fixed needle 31g×6 mm (ref 163311564b, lot 02506066), the reported issue was not confirmed. All samples tested complied with the applicable requirements of iso 8537:2016. The sliding plunger test (annex c) showed that the force required to initiate piston movement was well below the specified limit for all 20 units tested. In addition, dose accuracy testing (annex h) performed on 10 units demonstrated that the measured volumes were within the specified tolerance limits.overall, the investigated samples met product specifications, and no functional anomalies were identified

Manufacturer narrative:
No pictures/videos were provided by the customer to confirm the reported issue. Based on the investigation, no abnormalities were identified in the batch records, archived samples, or during testing performed in accordance with iso 8537: 2016 annexes c and h. All tested samples met the specified requirements, and the reported issue could not be reproduced. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low.

Event description:
Customer reported that the plunger is difficult to push and deliver an accurate dose per injection.